Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated fully (about 85% and did not complete). The device was reprogramed to 0% on 7-11-05. No adverse patient symptoms were reported.